Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported seizure. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had a grand mal seizure on (B)(6) 2025. No glucose levels were reported. The patient stated that they had not taken their anti-seizure medication and had had a seizure the day before. The seizure resulted in the patient falling against a door; this led to pod falling off the infusion site (arm), causing the cannula to dislodge. No information regarding treatment of the seizure was reported however, a new pod was successfully applied.